Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability. Update rec'd (B)(6) 2017- clinical der states patient was revised to address instability. There is no new information that would change the current MDR decision. The complaint was updated on (B)(6) 2017. Update: (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, the medical records report that the patient had pain and inflammation. The revision surgery notes reported an estimated blood loss of 800 ml due to a small tear in the popliteal artery. Changed MDR no's to yes's and added the remaining components to the complaint. The complaint was updated: (B)(6) 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.